Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was not returned. The depth limiter button was not in the default position. The deployment needle was in the t2 position. A functional evaluation was performed. The deployment needle functioned as designed. ¿the complaint was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the fast fix second peek did not trip. The first implant was already anchored and it was removed using arthroscopy forceps. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.